Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient had a confirmed lead migration. The patient noticed a change in relief maybe a couple months ago, and had been reprogrammed and reprogramming seemed to recapture relief. At some point the managing physician did a lead check and determined the lead migrated down one vertebrae. The rep asked on (B)(6) 2019 to help out with the lead revision scheduled for the next day ((B)(6)) when the rep arrived at the revision the doctor showed the x-ray of the lead comparted to the original fluor at the implant. His plan was to reposition the lead up and add a second lead. During the procedure the doctor cut the lead so it was replaced with a new one and the doctor also added a second lead. The issue was resolved at the time of the report. It was also noted the patient has medical history including chronic pain. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.